Event description:
The wife of a patient called for medical information and additionally reported that the patient experienced an allergic reaction approximately seven days after implantation of two palmaz genesis stents in the right renal artery for renal hypertension. The allergic reaction was described as hives with difficulty breathing. The patient went to the emergency room and "coded". CPR was performed and unknown medications were administered. The patient was admitted to the hospital from the emergency room. The event resolved and the patient was discharged. Over the course of four years after stent implantation, the patient experienced five additional allergic reaction episodes described as a large hives all over the body. Treatment included pepcid, claritin, benadryl, and prednisone. The event resolved each time. Five years after the index procedure, an angiogram confirmed the diagnosis of renal hypertension. There was no reported treatment and the event was ongoing. The patient's wife reported that the physicians informed her that they did not believe the patient's symptoms over the last few years were related to the palmaz stents. She further stated the physicians did not believe the symptoms were a result of an allergic reaction secondary to the stents. She indicated that she did not want the physicians to be contacted for additional information.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. This is one of two products used in the same patient and reported under manufacturing report 1016427-2009-00241.